Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs), alleging that her onetouch verio iq meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter was reading inaccurately erratic around 5pm of (B)(6) 2018, when she obtained alleged inaccurately erratic blood glucose results of ¿457,173 and 73mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results, exceeds lfs¿ precision criteria. The patient had reported that on an unspecified time prior to obtaining these reading she was experiencing symptoms of ¿sweating and shakiness¿. She indicated that based on the way she was feeling, she self-treated her symptoms with a glucose tablet. The patient manages her diabetes with novolog and lantus and denied using another device to obtained blood glucose result. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the samples had been taken from the same approved sample site. The patient described the correct testing steps. She confirmed that her test strips were within expiry date and had been stored correctly in an intact vial. The patient carried out a control solution test and the result fell within lfs acceptable range. Replacement products were sent to the patient. This complaint is being reported because although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event prior to the alleged product issue beginning. It cannot be ruled out that the meter did not cause or contribute to the alleged event.